Event description:
It was reported by the rep that the (1) atw35 was used during a laparoscopic appendectomy procedure. It was reported that the second instrument was loaded and fired. The device stapled but did not cut as it should. The surgeon opened another instrument and completed the case without incident.